Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency room in cardiac arrest requiring external therapy and the patient experienced syncope or near syncope. It was also reported there was right ventricular (rv) lead under-sensing during ventricular fibrillation (vf) resulting in delayed therapy. Approximately three weeks prior to this event the lead displayed high threshold. The lead was removed, replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.